Event description:
Balloon burst during thermodilution process. The user took the catheter out of package and flushed the catheter with nacl solution. Balloon was tested with 2ml nacl solution (inflation of balloon in water) - balloon does not show any irregularities. A different syringe (no further info available) was used and not the 1.5ml controlled syringe provided with the catheter kit. Catheter was inserted through a 7f introducer with seldinger technique. Balloon was activated with 1.5ml nacl and first measurement of right ventricular was done. After this measurement, the balloon burst within the pt. The pt perceived a short pain. Outcome was a small embolia (without clinical diagnosis), without permanent injury. The user supposed a lung embolia, but this has not been proven. The pt felt a short pressure within the thorax but did not have any pain or shortness of breath. They immediately removed the catheter out of the pt. They noticed that the balloon material was missing. The users are not sure if all balloon material was retrieved out of the pt. Pt was asked twice (for pain and shortness of breath): 15 min and 30 min after the incident. No further info available regarding additional tests done to verify embolism. Current condition of pt: the pt has left the hosp.